Event description:
Event description guidant received information that during the implant procedure, this lead was unable to capture the myocardium and displayed impedance measurements greater than 2500 ohms in the bipolar configuration and equal to 1200 ohms in the unipolar configuration. The lead was not implanted and another lead was placed. The attempted lead was returned to guidant for analysis.